Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: vyaire was able to verify the customer's reported issue. Bench testing revealed that the pt800 transducer failed. The main board was replaced and the reported issue was resolved.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop alarm. There was no patient involvement associated with the reported issue.